Event description:
It was reported an infection occurred. The source of the infection is unknown. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product: d284trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2005; 694865 implantable tachy lead, implanted: (B)(6) 2005; 5076 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).